Event description:
The customer reported the battery charger does not charge the battery. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.